Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were repositioned, on the first post implant day, due to the patient chest discomfort. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.